Manufacturer narrative:
Unit passed displacement test. Pump error 63 (variable 3) alarmed during self test and pump trace download confirmed pump error 63 (variable 3) due to broken trace at u1 pin 6/sda on keypad assembly. Unable to verify audio/absence of alarm during self test due to pump error 63.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was reported that they hear differences between the two audio beep volumes and they did hear beeps when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.